Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high/undefined impedance was noted on the right atrial (ra) and right ventricular (rv) leads. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.